Event description:
A report was received that while in patient use, the patient circuit became disconnected and the ventilator visually alarmed but failed to audibly alarm at the ventilator and at the nurse call station. However, it was reported that when unit was checked after the event by the hospital biomedical engineer, the nurse call alarm functioned. It was reported that all audible alarms functioned one hour prior to the patient disconnection event. It was reported one hour after the alarms were verified functional per respiratory therapist routine check, the nurse went into the room for a routine patient check. It was reported that the nurse found the patient circuit disconnected and the patient in a condition consistent with death. It was reported that an unsuccessful resuscitation attempt was made and the patient expired.

Manufacturer narrative:
The hospital did not make the ventilator available to the MFR's investigation facility. The hospital requested an initial MFR evaluation take place on site at the hospital in another country, covidien/nellcor puritan bennett complied and did evaluation of alarm functions in 2008. All alarms functioned as designed.